Event description:
The manufacturer became aware that a user of the philips CPAP device had passed away. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the philips CPAP device had passed away. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Despite three gfe attempts on 04/24/2025, 04/29/2025, 05/05/2025 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition, appropriate code updated/corrected in this follow-up report.

Manufacturer narrative:
(Device) problem code grid and patient outcome code grid have been corrected in this follow-up report.